Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized twice due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018 at around 5.00 am with blood glucose value was 600 mg/dl and (B)(6) 2018 at around 9.00 am with blood glucose value of 399 mg/dl. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose level was 89 mg/dl. The customer was treated with insulin drip and bolus. The customer stated that the symptoms related to high blood glucose such as not breathing well, dizzy and dehydrated. Customer did not allege pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer declined to check for the presence of leaks or air bubbles in the tubing or in reservoir. Customer wishes to check for possible site or insulin issues. Customer reports site was changed every two to three days as per guidelines. The device will not be returned for analysis.